Manufacturer narrative:
Patient identifier = (B)(6). There is no further patient information provided due to privacy issues. The field service representative (fsr) reviewed the architect i1000sr, serial number (B)(4) instrument logs via abbottlink, and noticed abnormal pressure discord for the sample. The fsr instructed the customer to replace the arc, probe (list number: 08c94-47) on the sample pipettor, which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer's service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results after the probe was replaced. A 12-month review of the arc, probe (list number 08c94-47) did not identify any trends for the part regarding the current complaint issue. A review of the architect i1000sr systems revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number (B)(4), or the arc, probe (list number: 08c94-47).

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: on (B)(6) initial = 4728.94miu/ml (>/=25.00miu/ml = positive) / retest on (B)(6) 2020 = <1.20 (</=5.00miu/ml = negative) / retest (B)(6) 2020 =<1.20miu/ml. There was no reported impact to patient management.